Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of a bard/davol ventralex st (device #1). (B)(6) 2016: the patient had unspecified injuries. The patient underwent surgery for implant of a bard/davol ventralex st (device #2). (B)(6) 2018: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the two (2) ventralex st (device #1) and (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."